Manufacturer narrative:
No further action was taken due to the fact the customer informed dornier medtech america, inc. That it was an operator error and not the fault of the device. Dornier medtech america, inc. (Importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
Patient burn reported.